Manufacturer narrative:
The evaluation showed, that both bolts in the upper part (backward) disengaged. The joint has play and the adaptor is loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the joint should be checked. The patient did not fall.